Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations and potential causes for the issues.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms on the atrial channel. No adverse patient effects were reported.